Manufacturer narrative:
(B)(4). Medical devices: guide wire: allstar, guide catheter: 6f convey, stent: 3.5x23mm rx vision . The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The two 3.5x23mm rx vision devices are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a 95% stenosed, mildly tortuous and moderately calcified lesion in the proximal left anterior descending artery. Following pre-dilatation, a 3.5x23mm rx vision stent delivery system (sds) failed to cross due to the anatomy and the proximal shaft separated. Resistance removing the sds was felt. A second 3.5x23mm rx vision sds was advanced and the stent was deployed without issues. Upon removal, the sds became frozen on the allstar guide wire and the proximal shaft separated. After the separation, the sds could be removed. A 3.0x18mm rx vision sds was being advanced; however, resistance advancing the sds over the guide wire outside of the patient anatomy was felt. The decision was made not to use it and during removal, resistance was also met with the guide wire. The procedure was successfully completed with a new 3.0x18mm rx vision stent and the same allstar guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.